Event description:
The manufacturer received information alleging a ventilator had a faulty screen. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had a faulty screen. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's display is defective and needs to be replaced. Additionally, no errors were found in the error log. Additionally, due to the 4 year preventive maintenance, the air inlet foam filter, muffler assembly and particulate filter need to be replaced which was not related to the malfunction.